Event description:
It was reported that during a prolapsectomy procedure, after closing and extracting the stapler, the surgeon noticed diastasis at several locations with arterial bleeding in at least 5-6 different places. The surgeon had to apply sutures along the entire staple line, which caused an increase in surgery time. In addition, hospitalization time was increased by one day due to post-op bleeding and pain.

Manufacturer narrative:
(B)(4). Additional information provided: how much additional surgery time? 20 min. On what tissue type was the device used? Rectal tissue. Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. When the device was fired, what was the location of the indicator within the gap setting scale? At the bottom, at 0.75. Was buttressing material utilized? No other product. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, same as usual. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Anastomosis buttressed with vicryl stitch. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? It's possible. How much blood did the patient lost? Was a transfusion required? It's difficult to quantify, some cc. Was the patient taking any anticoagulants? No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the current status of the patient? Post-operative pain , one day more of hospital , urgency, post operative bleeding. Is there any other additional information to share about this device, procedure, patient or physician? The analysis results found that the device arrived in good visual condition, with the breakaway washer uncut and fully loaded with staples. The anvil shroud was noted to be detached, however, the device was tested for functionality and it formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information provided the surgeon: is the returned device the same one used in the procedure? Yes. Was the washer cut? Was the breakaway washer completely cut through? Yes, both the washer and the breakaway washer were cut as usual. Was the staple line inspected intra op? The staple form was perfect, the problem was the mucosa (diastasis). Did surgeon fire the device? Yes, she fired it herself. How long has the surgeon used this device? For 12 years. Was there a recent conversion to the pph in this account or with this surgeon? No. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Was more than one firing stroke required to hear the crunch? No. Where was the orange indicator set for firing within the gap setting scale? At the bottom, at 0,76. Did the red safety remain engaged all the time until firing? Yes. Were any unexpected noises heard? No. What did tissue donuts look like? The mucosa was not normal, it came off the staple line. The answers provided to the first two questions are inconsistent with the results of the analysis (breakaway washer uncut and fully loaded with staples). The wrong device may have been inadvertently sent back by the hospital. Unable to confirm.